Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 18march2019. Reporter phone number unknown.the customer replaced the blower to address the reported problem.

Event description:
The customer reported the ventilator is failing the system leak test. There was no patient involvement. The event date was not specified; estimate used.